Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision surgery is planned to replace the implanted j-loc 46mm x 28mm ID 10 degree insert for a new device. Revision surgery will be done as soon as the customer specific device is available, the reason of the revision: insert loosening due to wear first surgery was done in 2006. Doi: 2006; unknown affected side.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.